Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer initially reported that the wire in the front of the device was exposed, making it difficult to get the device in and out of the cannula. The incident device was returned and a visual inspection revealed that both jaw wires were bare.